Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 245 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly, sensor updating alert, or change sensor alert noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 14-nov-2024 in the pump history file. 11/13/2024 18:59:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/14/2024 07:27:58.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/14/2024 07:57:58.000 alarmalertnotification (40) faultnumber: changesensor1alert (777) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 245 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly, lost sensor alert, sensor error alert or change sensor alert noted. Lost sensor alert - not confirmed. Sensor error alert - not confirmed. Change sensor alert - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category (sensor updating alert) not confirmed. Sensor updating alert not confirmed. Change sensor alert not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor alert, sensor updating alert and smartguard settings has always been turned on. The customer reported blood glucose value of 295 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unomedical, mmt-1884, mmt-332a, and mmt-7040a. The customer was unable to run a transmitter test and/or test passed. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. The customer called for an issue not covered by existing troubleshooting guides. No further patient complications were reported. The customer will discontinue using the insulin pump. No product return is required for unomedical. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.